Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found a non-functioning vacuum valve that was causing the wash tower to overflow. The fse replaced the valve and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) reporting a liquid waste leak and a "vacuum over limits" error in the unicel dxc 600i synchron access clinical system. There was no reports of injury or operator exposure from this event.